Event description:
It was reported that the ra lead exhibited intermittent undersensing, which led to inappropriate atrial and ventricular pacing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.